Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic robotic hysterectomy procedure on (B)(6) 2016 and suture was used. The needle came off from the suture inside the trocar. The needle was retrieved from the trocar and the needle did not fall into the patient. A competitor suture product was used to complete the procedure. There were no patient consequences reported. No further information is available.